Event description:
During the procedure, the physician indicated that the hub of the 6f vista brite tip guiding catheter had leakage. The leakage was noted during connection of the indeflator. It was confirmed that the device did not kink or have any additional damage near the hub during the procedure or prior to shipment for analysis. The device was prepped according to the instructions for use. There was no difficulty encountered flushing the stent delivery system. Another one used to complete the procedure.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. A review of this lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint.